Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the reamer was fractured during the decontamination/wash cycle process. It was confirmed that the tip was not fractured during or after the surgical case. The instrument was used and was in proper working order prior to decontamination. The tip of the reamer was noticed to be fractured when resetting the tray the day after surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial reports were forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial reports were forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI: (B)(4). A modular reamer was returned for evaluation. Visual examination of the returned product identified tip had fractured. The device was sent for further analysis. The analysis identified it fractured due to compressive shear overload. Eds semi-quantitative elemental analysis of the reamer sample showed that it was consistent with 17-4 ph stainless steel. Review of the device history records identified no (related) deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.